Event description:
It was reported that a customer experienced damage to their tandem charging cable, which rendered the charging supplies non-functional. There was no adverse impact to the customer's blood glucose level. Tandem technical support responded by arranging a replacement for the damaged charging supplies to be shipped within two days, and the customer used another method of insulin therapy while awaiting the replacement.